Manufacturer narrative:
Complaint conclusion: as reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not turn black and came out. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach, and the patient¿s body mass index was not greater than 40. The physician was certified in the use of the exoseal vcd. No device or package damage was observed prior to use. A 6f 11cm non-cordis sheath introducer was used, and the device was stored and prepared according to the instructions for use (IFU). Femoral artery suitability was verified on angiography with an appropriate insertion angle, and vessel diameter was confirmed as =5 mm. There was no calcium or plaque, vessel tortuosity, stent near the puncture site, or stenosis greater than 50%. The site had not been closed with another device or manual compression in the previous 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. No difficulty occurred connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The response regarding the indicator window red color was not provided. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was discarded after the procedure along with other devices. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18448641 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not turn black and came out. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach, and the patient¿s body mass index was not greater than 40. The physician was certified in the use of the exoseal vcd. No device or package damage was observed prior to use. A 6f 11cm non-cordis sheath introducer was used, and the device was stored and prepared according to the instructions for use (IFU). Femoral artery suitability was verified on angiography with an appropriate insertion angle, and vessel diameter was confirmed as =5 mm. There was no calcium or plaque, vessel tortuosity, stent near the puncture site, or stenosis greater than 50%. The site had not been closed with another device or manual compression in the previous 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. No difficulty occurred connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The response regarding the indicator window red color was not provided. Upon removal, the indicator wire loop was deployed and showed no anomalies. The product was discarded after the procedure along with other devices. Therefore, the device will not be returned for evaluation.